Manufacturer narrative:
(B)(4). Correction: the reported condition was failure code 403:317:871:0000. The reported condition of failure code 403:317:817:0000 was confirmed during product evaluation. The root cause was a defective user interface module (uim) printed circuit board (pcb). The uim pcb was replaced to correct the reported condition. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4).

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 401:317:850:0000. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This device is a remediated colleague pump with a user interface module software version of 6.13.92. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.